Event description:
During a tonsillectomy procedure, the physician was reportedly utilizing an evac 70 xtra hp plasma wand. Intra-operative, the physician reported the handle of the wand became too hot to hold and was smoky while in use. The procedure was completed; however, details regarding how were not provided. The reporter indicated that there were pt consequences, however, after multiple attempts no other info was provided.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.